Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 448 mg/dl, 455 mg/dl and 130 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. The customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. Additionally, readings of 440 mg/dl, 455 mg/dl and 130 mg/dl were found in the device's internal memory log within 10 minutes.